Event description:
Device issue: none. Adverse event: intervention for prolonged hypotension and congestive heart failure. Onset of adverse event: post procedure. It was reported that during a left internal carotid artery stenting procedure, after post-balloon dilatation the patient became hypotensive and was treated with hespan, dopamine and levophed. Additionally, post-procedure, the patient experienced low hemoglobin (origin not provided) and was treated with one unit of packed red blood cells. Three days post-procedure, the hypotension resolved and the patient was discharged to home ((B) (4) 2010). Additionally, the patient presented 2 days post-hospital discharge with congestive heart failure and volume overload related to the IV fluids given post-procedure. Patient underwent thoracentesis with 700 cc of fluid from the right chest and received IV diuretics. The patient responded well and returned to baseline. The patient was discharged on (B) (6) 2010. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4): evaluation summary: there was no reported device issue or malfunction. Hypotension is a known potential adverse event associated with the use of carotid stents as stated in the xact instructions for use. In addition, hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. It was reported that two days post-hospital discharge, the patient presented with congestive heart failure and volume overload related to the IV fluids given post-procedure to treat the hypotension. The patient effects experienced may have been a result of the procedure or due to patient pre-existing conditions.